Manufacturer narrative:
H10: the device was received for evaluation. The customer battery module was not received. During functional testing with a known good battery, the reported 'faulty battery' issue was not reproduced. A review of the event history log revealed 'battery error! Error:1', 'battery low!'. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a faulty battery and was flashing red on the pump. It was stated the pump was able to be programmed to correct settings and was visibility dispensing medication regardless of the message. Registered nurses (rn) noticed patient was subtherapeutic for consecutive xa levels - being 0.21, 0.20 and 0.20. Medication rate and unit was adjusted accordingly to corresponding value and medication order. When pump was exchanged for new one, patient became therapeutic immediately at 0.39. No additional information is available.